Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two advanix rx biliary preloaded stents were used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the stent removal procedure performed on (B)(6) 2016, the first stent was removed from the patient with no issues. A snare was wrapped around the proximal barb of the second stent and removal was attempted; however, resistance was met during stent withdrawal and the distal barb detached. The remainder of the stent was retrieved intact and the detached stent fragment was small and left to pass naturally. A new stent was implanted as planned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the stent was broken at the location of the proximal barb. Proximal section of the broken stent was missing. Stent was noted to be flattened from the location of breakage which likely occurred during retrieval of the stent. The outer diameter of the stent was measured and was found to be within specification. The investigation concluded that the damage noted to the stent was most likely due to some operational/anatomical factors encountered during the removal procedure. The damage was located at the proximal side of the stent where the snare wire is typically placed to grab the stent. Force on the snare wire could cut or tear the stent during the removal procedure. Therefore the most probable root cause is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that two advanix rx biliary preloaded stents were used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the stent removal procedure performed on (B)(6) 2016, the first stent was removed from the patient with no issues. A snare was wrapped around the proximal barb of the second stent and removal was attempted; however, resistance was met during stent withdrawal and the distal barb detached. The remainder of the stent was retrieved intact and the detached stent fragment was small and left to pass naturally. A new stent was implanted as planned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.